Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that the patient experienced bent cannula event on (B)(6) 2026 while the patient bumped into a dresser. The patient noticed symptoms three or more hours after insertion. The infusion set was in use for two days. The site's location was abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.